Event description:
My pump's bluetooth quit working, causing it to be unable to connect a cgm and preventing access to any bluetooth settings. There was no adverse impact to the customer¿s blood glucose level. Since no additional actions or outcomes were reported, it is unclear what steps were taken to resolve the issue. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.